Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that has experienced high blood glucose 483 mg/dl and may have a malfunctioning meter. Troubleshooting advised customer to contact lifescan regarding the meter and that we were following up regarding her high blood glucose. Customer indicated that she would contact lifescan about the meter. No further information was given.